Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brake handle mechanism was replaced and tested. The c-arm system was found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 had a broken c-arm brake handle not allowing the brake to be engaged. There was no adverse patient involvement reported. There was no patient information reported.